Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 412 mg/dl. The customer reports all his sensor¿s keep failing with one day left. The customer states the sensor glucose reading was 106 mg/dl and the blood glucose was 315 mg/dl. The customer treated for the high blood glucose level with a manual bolus. The customer declined troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.